Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on two short ports. The procedure was completed by performing a bridging technique to retrieve the vein. The hospital did not report any other pt complications.